Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro jaws were out of alignment. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection determined that the heater wire was flexed away at the center from the hot jaw. The wire remained in place at the base and tip of the jaws. Tissue and char buildup was observed on the jaws. To check the ability of the jaws to match up, the toggle was pulled back to the proximal position till a slight "click" sound was heard. It was observed that the jaws were not align with each other. Based on the returned condition of the device the reported complaint was confirmed for both the reported failure ¿mechanical issue; jaws don't match up/align" and analyzed failure¿ bent wire¿.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro jaws were out of alignment. The hospital did not report any patient effects.